Event description:
It was reported that customer was hospitalized on (B)(6) 2021 due to high blood glucose level. The high blood glucose level of customer was 596 mg/dl. Customer had abdominal pain relation to peritonitis. The next day customer again went to emergency room due to abdominal pain and fever. Customer had tachycardia and surgery. Customer had dialysis also. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.